Event description:
Friends/family reports that there was an "eruption" between the spinal cord stimulation device and boston scientific device. On (B)(6) 2012 the patient reported that he has a boston scientific pacemaker and the last time his pacemaker was checked over the phone he was told that the stimulation system affected the pacemaker for a period of time.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).